Manufacturer narrative:
(B)(4). No problem found. Most likely underlying root cause: expired test strips.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 112 to 126 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Storage of product not verified. Test strip lot MFR's expiration date is 05/23/2017 and open vial date is (B)(6) 2015; test strip expired since they are open more than 4 months. Recall test results performed fasting from meter memory (date / time not set): 103mg/dl (B)(6) 2015 11:02 am fasting yes; 406mg/dl (B)(6) 2015 09:09:00 am fasting yes; 257mg/dl (B)(6) 2015 03:49:00 am; 160mg/dl (B)(6) 2015 12:06pm; 95mg/dl (B)(6) 2015 04:59pm. 130mg/dl (B)(6) 2015 05:00pm; 131mg/dl (B)(6) 2015 05:41am. Adverse event not reported.